Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse followed up with the clinical sales representative (csr) who confirmed that upon reseating the vessel sealer extend instrument, the issue was resolved. No site visit was conducted. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a loosely connected, improperly seated, or disconnected vessel sealer extend. It can be resolved by reseating the part and power cycling the system, if necessary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) suddenly stopped working were not able to open the jaws. The surgeon had to manually open the jaws using another instrument. The customer had a different vse and the same issue occurred. They unplugged and plugged the instrument back in and it was working fine. The procedure was completed with no reported injury.